Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: d9; h3; h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found error code e433 on bootup. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hf unit "esg-400" displayed error code e433. The issue was found during preparation for use. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it was determined that since strong voltage peaks could occur at the output transformer of the generator board, potentially destroying the transformer, a chain of protection diodes (tvs diodes) had been installed on the relay board to suppress these voltage peaks. These diodes were configurable for three different voltage ranges. When the esg-400 was started, this diode chain was checked for short circuit (short) or high impedance (open) under various conditions. The error message e433 occurred when the effective value of the output signal fell below the specified limit, typically indicating a low-impedance diode chain. For safety reasons, the esg-400 would then be restarted. If the cause of the error persisted, unlimited permanent restarts might have resulted. It was noted that the unit would then no longer be ready for use. It was theoretically possible that when error message e433 occurred, error message e460 might also occur. However, the checks for the output of e433 were conducted before the checks for e460. It was noted that a restart of the generator was the consequence in both cases. Hence, the definitive root cause was identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.